Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-jug-celect-perm. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "a cook celect filter was implanted on (B)(6) 2008 at the (B)(6) hospital". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-jug-celect-perm. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "a cook celect filter was implanted on (B)(6) 2008 at the (B)(6) hospital" additional information received on 18feb2016: on (B)(6) 2008 at CT of the abdomen and pelvis w/o contrast showed the ivc filter in place. A CT chest/abd/pel w/contrast was also performed on the same day showing bilateral pe, fatty metamorphosis of the liver, and small infrarenal abdominal aortic aneurysm. It is alleged that on or about (B)(6) 2010 the filter was being removed via open surgical removal due to migration of the filter into the aorta, with penetration of the vena cava wall at methodist. Patient outcome: it is alleged that [pt] was injured without further explanation.

Manufacturer narrative:
(B)(4). Catalog # unknown as information was not provided but referred to as cook celect filter (B)(4). Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "a cook celect filter was implanted on (B)(6) 2008 at (B)(6)" patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Catalog number: igtcfs-65-jug-celect-perm. Summary of investigational findings: since no device or imaging studies have been made available and only limited medical records have been available the exact root cause for what caused the alleged migration of the filter into the aorta, with penetration of the vena cava wall are unknown. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description according to short form complaint filed: it is alleged that "a cook celect filter was implanted on (B)(6) 2008 at (B)(6) hospital." Additional information received on 18feb2016: on (B)(6) 2008 at CT of the abdomen and pelvis w/o contrast showed the ivc filter in place. A CT chest/abd/pel w/contrast was also performed on the same day showing bilateral pe, fatty metamorphosis of the liver, and small infrarenal abdominal aortic aneurysm. It is alleged that on or about (B)(6) 2010 the filter was being removed via open surgical removal due to migration of the filter into the aorta, with penetration of the vena cava wall at (B)(6). Patient outcome: it is alleged that [pt] was injured without further explanation.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 12/07/2015 as follows: the plaintiff allegedly received the filter implant on (B)(6) 2008 due to right lower extremity dvt, pe, and small infrarenal aortic aneurysm. After alleged migration of the filter into the aorta, with penetration of the aortic wall and vena cava wall, the device was successfully removed via open surgery on (B)(6) 2010. The plaintiff alleges migration, vena cava and aorta perforation (requiring repair of the vena cava and infrarenal aortic aneurysm), ligation of the inferior mesenteric artery, open extraction of the ivc filter, shortness of breath, chest discomfort, and syncope.

Manufacturer narrative:
(B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿migration; vena cava and aorta perforation; retrieval via open surgery". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.